Event description:
It was reported that the device would not recognize the 1 and 3 milliliter (mils) syringes. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing revealed the plunger flippers would not grip the top end of the syringe¿s plunger. Repaired the pump by replacing the left plunger case, top case, replaced the flippers springs inside the plunger assembly and installed a new plunger case seal. Device passed all performance verification tests.